Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a mod transmission, large spikes were noted that were not sensed. It was suspected that it was either external or a problem with telemetry while sending the report. The device function was not affected. No intervention was performed. The patient was stable.